Manufacturer narrative:
The screw was examined under magnification. There was no damage to the screw. Additional mdrs associated with this event: 3025141-2016-00162: plate; 3025141-2016-00163: screw 1; 3025141-2016-00164: screw 2; 3025141-2016-00165: screw 3; 3025141-2016-00167: screw 5; 3025141-2016-00168: screw 6; 3025141-2016-00169: screw 7; 3025141-2016-00170: screw 8; 3025141-2016-00171: screw 9.

Event description:
A distal clavicle plate was implanted on (B)(6) 2016. The plate broke post operatively; the plate and all of the screws have been explanted.